Event description:
Couch vertical actuator linkage pin had backed out on one side.

Manufacturer narrative:
Issue is currently under investigation.

Manufacturer narrative:
Customer reported noise during vertical couch movement. Field service engineer (fse) found the actuator linkage pin had backed out partially on one side. To move the couch top upward, an actuator drives the linkage arms to swing them upward. This actuator is connected to the linkage arms by a linkage pin. The most likely root cause for how the pin was able to move sideways is that, during the last time that the actuator was replaced ((B)(6) 2021), was not installed correctly. Service work instructions contain specific details on how to proper install the actuator. The fse has corrected the site following these instructions. After a risk analysis, this event is not likely to lead to a death or serious injury unless it proceeded until the linkage pin was free of one of the linkage arms, potentially causing one side of the couch top to sag but not enough to cause the couch to become unstable. For the sag to occur, it would require the pin to move approximately 109mm, or about twice as far as the pin at this site moved before it was noticed. Before the pin moved this distance, it would begin rubbing against the folds of the bellows surrounding the linkage, causing them to make noise and bounce. This would be readily apparent to the customer, as noticed in this event. Positioning errors would also be triggered prior to the linkage pin backing all the way out, which would be resolved by servicing the system. This event is no longer considered a reportable malfunction.